Manufacturer narrative:
The patient's medical history was significant for chagas disease and atrioventricular block. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported that the patient, who was involved in the (B)(4) study, died approximately 11 days post implant of the implantable pulse generator (ipg). A cause of death was requested and not received.